Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
Received a copy of the customer's medwatch report from FDA which states, "pump infused entire 12hr infusion over one hour."

Event description:
Received a copy of the customer's medwatch report from FDA which states, "pump infused entire 12hr infusion over one hour."

Manufacturer narrative:
Correction: initial reporter addr 1, initial reporter city, initial reporter facility name additional information: initial reporter zip and manufacturer narrative root cause: the root cause for the reported issue of an over infusion was not determined because no products or device logs were returned.